Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, low impedance was observed after connecting the atrial lead to the implantable cardioverter defibrillator. The device was no longer used and replaced. The patient was fine post procedure.